Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), rheumatoid arthritis ("autoimmune disorder / autoimmune disorder type of disorder: rheumatoid arthritis") and ankylosing spondylitis ("a ankylosing spondylitisupus") in an adult female patient who had essure (ess205) (batch no. 509408) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control pill from 2000 to 2002 and sinus operation. Concurrent conditions included vocal cord polyp, anxiety, dysuria, gastroesophageal reflux disease and sinusitis. Concomitant products included adalimumab (humira) from (B)(6) 2013, alprazolam (xanax) from 2007 to 2018, celecoxib (celexa) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, hydroxychloroquine sulfate (plaquenil) from february 2008 to may 2008, meloxicam (mobic) since february 2008 to 2009, methotrexate from 2008 to 2009, omeprazole magnesium (prilosec) from 2015 to 2018, pregabalin (lyrica) since 2009 to march 2010 and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain ("lower back pain"). In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and tooth loss ("dental problems losing teeth"). In 2010, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain / knees pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dry eye ("vision/eye problems type: chronic dry eye"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues") and pain in extremity ("feet pain"). The patient was treated with surgery (pelvic surgery, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, ankylosing spondylitis, migraine, fatigue, dyspareunia, weight fluctuation, tooth loss, hypoaesthesia, paraesthesia, dry eye and gastrointestinal disorder outcome was unknown, the arthralgia and pain in extremity had resolved and the back pain was resolving. The reporter considered ankylosing spondylitis, arthralgia, back pain, dry eye, dyspareunia, fatigue, gastrointestinal disorder, hypoaesthesia, migraine, pain in extremity, paraesthesia, pelvic pain, rheumatoid arthritis, tooth loss and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: confirmed placement of coils and full occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ankylosing spondylitis, rheumatoid arthritis, hip pain, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received: reporters added. Demographic conditions were added. Lot number was added. Events: tooth loss, numbness, tingling, dry eye, bowel issues, lower back, feet pain were added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Event autoimmune disorder updated to rheumatoid arthritis, ankylosing spondylitis. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), rheumatoid arthritis ("autoimmune disorder / autoimmune disorder type of disorder: rheumatoid arthritis") and ankylosing spondylitis ("a ankylosing spondylitisupus") in an adult female patient who had essure (ess205) (batch no. 509408) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control pill from 2000 to 2002 and sinus operation. Concurrent conditions included vocal cord polyp, anxiety, dysuria, gastroesophageal reflux disease and sinusitis. Concomitant products included adalimumab (humira) from (B)(6)2013 to (B)(6)2013, alprazolam (xanax) from 2007 to 2018, celecoxib (celexa) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, hydroxychloroquine sulfate (plaquenil) from (B)(6)2008 to (B)(6)2008, meloxicam (mobic) since (B)(6)2008 to 2009, methotrexate from 2008 to 2009, omeprazole magnesium (prilosec) from 2015 to 2018, pregabalin (lyrica) since 2009 to (B)(6)2010 and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced back pain ("lower back pain"). In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and tooth loss ("dental problems losing teeth"). In 2010, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain / knees pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dry eye ("vision/eye problems type: chronic dry eye"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues") and pain in extremity ("feet pain"). The patient was treated with surgery (pelvic surgery, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, rheumatoid arthritis, ankylosing spondylitis, migraine, fatigue, dyspareunia, weight fluctuation, tooth loss, hypoaesthesia, paraesthesia, dry eye and gastrointestinal disorder outcome was unknown, the arthralgia and pain in extremity had resolved and the back pain was resolving. The reporter considered ankylosing spondylitis, arthralgia, back pain, dry eye, dyspareunia, fatigue, gastrointestinal disorder, hypoaesthesia, migraine, pain in extremity, paraesthesia, pelvic pain, rheumatoid arthritis, tooth loss and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2006: results: confirmed placement of coils and full occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ankylosing spondylitis, rheumatoid arthritis, hip pain, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), rheumatoid arthritis ("autoimmune disorder / autoimmune disorder type of disorder: rheumatoid arthritis") and ankylosing spondylitis ("ankylosing spondylitisupus") in an adult female patient who had essure (ess205) (batch no. 509408) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control pill from 2000 to 2002 and sinus operation. Concurrent conditions included vocal cord polyp, anxiety, dysuria, gastroesophageal reflux disease and sinusitis. Concomitant products included adalimumab (humira) from (B)(6) 2013, alprazolam (xanax) from 2007 to 2018, celecoxib (celexa) from 2010 to 2018, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, hydroxychloroquine sulfate (plaquenil) from (B)(6) 2008, meloxicam (mobic) since (B)(6) 2008 to 2009, methotrexate from 2008 to 2009, omeprazole magnesium (prilosec) from 2015 to 2018, pregabalin (lyrica) since 2009 and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain ("lower back pain"). In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and tooth loss ("dental problems losing teeth"). In 2010, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain / knees pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dry eye ("vision/eye problems type: chronic dry eye"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), pain in extremity ("feet pain") and nerve compression ("nerve compression"). The patient was treated with surgery (pelvic surgery, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, ankylosing spondylitis, migraine, fatigue, dyspareunia, weight fluctuation, tooth loss, hypoaesthesia, paraesthesia, dry eye, gastrointestinal disorder and nerve compression outcome was unknown, the arthralgia and pain in extremity had resolved and the back pain was resolving. The reporter considered ankylosing spondylitis, arthralgia, back pain, dry eye, dyspareunia, fatigue, gastrointestinal disorder, hypoaesthesia, migraine, nerve compression, pain in extremity, paraesthesia, pelvic pain, rheumatoid arthritis, tooth loss and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: confirmed placement of coils and full occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ankylosing spondylitis, rheumatoid arthritis, hip pain, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: plaintiff fact sheet received : event nerve compression was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune disorder") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, arthralgia, migraine, fatigue, dyspareunia, autoimmune disorder and weight fluctuation outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dyspareunia, fatigue, migraine, pelvic pain and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed placement of coils and full occlusion incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune disorder") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, arthralgia, migraine, fatigue, dyspareunia, autoimmune disorder and weight fluctuation outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dyspareunia, fatigue, migraine, pelvic pain and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed placement of coils and full occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.